Manufacturer narrative:
The pump, hw24480 was not returned for evaluation. The reported "low flow alarms" event was confirmed through log file analysis which revealed that 63 low flow alarms have been logged since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible root causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had low flow alarms. Review of the log files confirm low flow alarms. The ventricular assist device (vad) remains implanted. No patient complications have been reported as a result of this event.